Event description:
The customer reported that the system would not display the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A system fuse was replaced. The system was then found to be operating as intended.